Manufacturer narrative:
Per tandem¿s t:slim user guide: novolog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Novolog was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced an elevated blood glucose level of 473 mg/dl. The bg level was addressed via the pump as well as a manual injection. Reportedly, the user occasionally uses cartridges for 5 to 6 days with novolog insulin. A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected.